Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("perforation/ right fallopian tube perforation/ portion of the essure implant was protruding from the right fallopian tube in its proximal portion within 1 cm of the cornu"), embedded device ("migration/ portion of inferior omentum with embedded essure coil"), genital haemorrhage ("bleeding") and pneumonia cytomegaloviral ("cytomegalovirus") in an adult female patient who had essure (batch no. 20205264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, fibrocystic breast disease, abdominal pain, uterine bleeding and haemorrhagic ovarian cyst. Denies any nausea, vomiting or fever. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pneumonia cytomegaloviral (seriousness criterion medically significant), epstein-barr virus infection ("epstein-barr virus") and abdominal pain lower ("right lower quadrant pelvic pain"). The patient was treated with surgery ((B)(6) 2018, right salpingectomy, resection of portion of inferior omentum with embedded essure coil). Essure was removed. At the time of the report, the fallopian tube perforation, embedded device, genital haemorrhage, pneumonia cytomegaloviral, epstein-barr virus infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, embedded device, epstein-barr virus infection, fallopian tube perforation, genital haemorrhage, pelvic pain and pneumonia cytomegaloviral to be related to essure. The reporter commented: (B)(6) 2018, right salpingectomy, resection of portion of inferior omentum with embedded essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: 1. Fallopian tube, right with essure implant, excision: benign fallopian tube with para tubal cyst. For further information regarding the device, please see gross description. Omentum with essure coil, excision: adipose tissue with focal hemorrhage. For further information regarding the device, please see gross description.. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / right lower quadrant pelvic pain"), fallopian tube perforation ("perforation/ right fallopian tube perforation/ portion of the essure implant was protruding from the right fallopian tube in its proximal portion within 1 cm of the cornu"), embedded device ("migration/ portion of inferior omentum with embedded essure coil"), genital haemorrhage ("bleeding") and pneumonia cytomegaloviral ("cytomegalovirus") in an adult female patient who had essure (batch no. 20205264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, fibrocystic breast disease, abdominal pain, uterine bleeding and haemorrhagic ovarian cyst. Denies any nausea, vomiting or fever. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pneumonia cytomegaloviral (seriousness criterion medically significant) and epstein-barr virus infection ("epstein-barr virus"). The patient was treated with surgery ((B)(6)2018, right salpingectomy, resection of portion of inferior omentum with embedded essure coil). Essure was removed. At the time of the report, the pelvic pain, fallopian tube perforation, embedded device, genital haemorrhage, pneumonia cytomegaloviral and epstein-barr virus infection outcome was unknown. The reporter considered embedded device, epstein-barr virus infection, fallopian tube perforation, genital haemorrhage, pelvic pain and pneumonia cytomegaloviral to be related to essure. The reporter commented: (B)(6)2018, right salpingectomy, resection of portion of inferior omentum with embedded essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2018: 1. Fallopian tube, right with essure implant, excision: ~ benign fallopian tube with para tubal cyst. - for further information regarding the device, please see gross description. 2. Omentum with essure coil, excision: - adipose tissue with focal hemorrhage. - for further information regarding the device, please see gross description.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-may-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.